Event description:
The reporter stated, he loaded an aq5010v silicone three piece lens into the cartridge and noted the haptic was bent when advancing the lens. There was no pt contact or injury. The reporter stated, he felt the lens had been loaded properly and there was nothing wrong with the injector or cartridge.

Manufacturer narrative:
(B) (4). Eval results: a visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in (B) (6) 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).